Event description:
It was reported to boston scientific corporation on may 15, 2007 that a prefyx pps system was used during the posterior repair with sling procedure performed in 2007 (female patient; age and weight are unknown). According to the complainant, while the patient was at the folow up, the physician notied tension from the sling, had tissue granulation and still in retention.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been implanted and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.